Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that for room 602-a the heart rate was above 140 and staff stated the red alarm did not sound. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
It was reported that for room (B)(6) the heart rate was above 140 and staff stated the red alarm did not sound. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.